Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to difficulty using the pump. A new tactra penile prosthesis device was implanted. Both sides of the new device were cut to 21cm.